Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously high result for creatine kinase mb (ck-mb) for one (1) patient sample assayed with ck-mb reagent on a synchron lxi 725 access 2i clinical system. The erroneously high ck-mb result was not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that a second plasma collection tube from the original draw of the patient was reassayed for ck-mb. A lower result was obtained. The customer reported that a second draw was performed on the patient to obtain a fresh sample. A repeat ck-mb assay was performed on the second draw sample which also yielded a lower result from the original draw. This lower ck-mb result was reported outside of the laboratory. The customer reported that quality control results were within the laboratory's established ranges both prior to and after the event. The customer reported that the most recent instrument system check performed had yielded results within current specifications.

Manufacturer narrative:
A service call was originally scheduled. The service call was cancelled after the customer had contacted a bec field service engineer to report that after performing an internal investigation, it was determined that the erroneous ck-mb result obtained was due to a preanalytical sample-related issue. This MDR is related to MDR 2122870-2012-00329.